Event description:
It was reported to boston scientific via an article published in the bju international journal that the objective of this study was to evaluate the efficacy and safety of rezum water vapor therapy in patients with benign prostatic hyperplasia (bph) and prostate volumes 80 ml. This study included a total of 83 patients whose median age was 69 years were treated with rezum therapy between april 2019 and december 2020 in two high-volume canadian centers. The subgroup of bph patients who received rezum water vapour therapy at these institutions had prostates higher than 80 ml. Postoperatively, the patient complications included 12 cases of failed voiding trials requiring re-catheterization, and 3 patients (3.6%) reported reduced or absent ejaculation. Additionally, 2 patients required greenlight laser therapy within one year of the rezum procedure. Finally, this study demonstrates for the first time safety and efficacy in large glands 80 ml. Patients may avoid more invasive surgeries typically used for large glands and instead opt for a quick, office-based minimally invasive treatment.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. Elterman, d., bhojani, n., vannabouathong, c., chughtai, b., & zorn, k. C. (2022a). Rezum therapy for 80 ml benign prostatic enlargement: a large, multicentre cohort study. Bju international, 130(4), 522-527. Https://doi.org/10.1111/bju.15753.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom is a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. Elterman, d., bhojani, n., vannabouathong, c., chughtai, b., & zorn, k. C. (2022a). Rezum therapy for 80 ml benign prostatic enlargement: a large, multicentre cohort study. Bju international, 130(4), 522-527. Https://doi.org/10.1111/bju.15753.

Event description:
It was reported to boston scientific via an article published in the bju international journal that the objective of this study was to evaluate the efficacy and safety of rezum water vapor therapy in patients with benign prostatic hyperplasia (bph) and prostate volumes >80 ml. This study included a total of 83 patients whose median age was 69 years were treated with rezum therapy between april 2019 and december 2020 in two high-volume canadian centers. The subgroup of bph patients who received rezum water vapour therapy at these institutions had prostates higher than 80 ml. Postoperatively, the patient complications included 12 cases of failed voiding trials requiring re-catheterization, and 3 patients (3.6%) reported reduced or absent ejaculation. Additionally, 2 patients required greenlight laser therapy within one year of the rezum procedure. Finally, this study demonstrates for the first time safety and efficacy in large glands >80 ml. Patients may avoid more invasive surgeries typically used for large glands and instead opt for a quick, office-based minimally invasive treatment.